Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, decrease pacing impedance was noted on the atrial lead. Diagnostic imaging was performed and did not confirm lead damage. The atrial lead was capped and a new atrial lead was implanted. The patient was in stable condition.